Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the battery of the implantable cardiac monitor (icm) had prematurely depleted. The patient was asymptomatic. No intervention was performed and there were no reported patient consequences.